Event description:
Pt called lfs in 2004 alleging the meter failed two control tests performed while attempting to troubleshoot. The pt reported no high or low blood glucose symptoms at time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.